Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. Therefore a product evaluation could not be conducted. The device history record (DHR) was reviewed and there were no discrepancies or anomalies that relate to the reported issue. Based on the information available, the root cause of the reported event could not be conclusively determined.

Event description:
The patient reportedly experienced a decrease in vision and glare, the patient''s z syndrome was discovered three months post-op with significant induced astigmatism and secondary capsular contraction. The lens was explanted 8 days later and replaced with a different model lens. In the surgeon's opinion, asymmetric contraction of the capsule was the most likely cause if this event. The patient was reported to be happy and doing well after the lens exchange.

Manufacturer narrative:
Investigation of this event is in progress. A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that a lens that was explanted approximately a week prior to this report due to z-syndrome. Additional information has been requested but has not been received.